Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap became disconnected from the patient¿s transfer set. This occurred while the patient was sleeping. The patient was given antibiotics as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.